Event description:
Prior to the case, with the patient on the table, there was an "amplifier is disconnected" message resulting in cancellation of the procedure. The system was power cycled, the fiber optic cable and media converter were replaced, but the issue did not resolve. There were no error messages to clear in the communication test field.

Manufacturer narrative:
One claris¿ amplifier 120 channel was received. The reported event was able to be duplicated by power sequencing. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to the sbc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.